Event description:
A heparin bolus and continuous drip was initiated on an alaris pump per policy and orders. Around 30 minutes into the infusion, the nurse noticed a large volume of the 250ml bag had infused. Infusion was stopped, providers notified and appropriate interventions for patient initiated. The tubing and alaris pump were sequestered.